Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. Although damage to the device was identified, there were no reportable defects observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it has been concluded that the identified (non-reportable) device damage, as well as potential consequences, are not related to the reported patient injury. Therefore, the root cause of the event could not be determined. This supplemental report includes additional information received from the customer. B5 updated accordingly. A correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to d9 and h3. Also, information has been added to b2, h4, and h6. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the incident occurred during a bladder resection using bipolar energy. The bladder perforation occurred when the surgeon approached the patient¿s obturator nerve. The patient was not injured by electric current and/or shock. The generator did not display an error message. The generator was programmed to a ¿classic¿ bipolar setting recommended by olympus. Due to the bladder perforation, an emergency laparotomy was performed. This resulted in a 1-hour procedural delay. The surgeon reported the incident to the hospital¿s biomedical team.

Event description:
It was reported that during an unknown procedure, there was a bladder perforation. The physician felt as if it was due to an electrical problem with the resectoscope. The patient had to undergo a laparotomy due to the perforation. Additional information was requested multiple times, but not received.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to (B)(6).